Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device loaded normally, after firing, the surgeon discovered the staple failed to shape during surgery. No patient injury and patient is fine. A new device was used to complete the procedure. Surgery time was extended beyond 30 minutes.